Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy procedure, while closing the vaginal cuff, two needles broke in half. A third needle and a new handle were used to complete the case and resolve the issue. There was no patient injury.